Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room due to fainting. Interrogation showed their pacemaker was in backup mode and failing to pace due to premature battery depletion. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to low battery voltage from high output settings. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered normal battery depletion.